Event description:
It was reported that the distal end of an unspecified quantity of clearlink, paclitaxel sets would not lock to the non-baxter locks; further described as would not "stay on the tubing". This was discovered while the nursing staff was creating a work flow process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.